Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 506mg/dl at the time of the incident. The customer reported that in past two nights he had gone up to 500mg/dl. They treat with the pump. He was getting enough insulin. During the night he was 506mg/dl. He corrected for his dinner. He gave him insulin with the pump and it brought down to 300mg/dl. He gave him another bolus and it came down to 120mg/dl. The customer also received low battery alarm. The customer did not receive a weak battery alert after inserting current battery. Patient's current blood glucose was 249mg/dl. They had headache, dry mouth and stomach ache. The drive support cap appeared normal (slightly indented. The customer also reported champaign bubbles. The customer will call back after receiving tubing clamp to perform high pressure test. The insulin pump will not be returned for analysis.